Manufacturer narrative:
Additional information added to h7, h9.

Event description:
It was reported that the device received an alarm - error code message. There was an air in line failure. No patient involvement was noted.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from 03/26/2013 to 10/31/2020 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair.

Event description:
It was reported that the device received an alarm - error code message. There was an air in line failure. No patient involvement was noted

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. There was an air in line failure. No patient involvement was noted.